Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, this lead exhibited a slight abrasion on the lead body. The physician fixed the abrasion with a repair kit, which is considered off-label use. This lead was successfully implanted. No adverse patient effects were reported. This lead remains in service.